Event description:
A physician reported during the intraocular lens implantation plastic material and plastic fibre have been found on the lens. The lens was removed from the eye is the same procedure. Additional information has been requested and received stating that the fibers on the posterior surface of the lens after implantation might have come from the cartridges.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and was clarified that the plastic material was a cellophane material and it was removed. Additional information was received stating the plunger in injector may not be straight or may be loose. Clarification was received stating that the lens was not explanted in the initial procedure rather the foreign material was removed.

Manufacturer narrative:
Four used company cartridges were returned in self-seal pouches. The four used cartridges were removed from the pouches and numbered 1-4 for evaluation purposes. Fourteen unopened company cartridges were returned. Two of the returned unopened company cartridge samples were pulled for evaluation. One sample was taken from each returned 10-count carton. The samples were numbered 1u-2u for evaluation purposes. Two company handpieces were also found in one of the opened company cartridge cartons. The handpieces were sent to the appropriate manufacturing site for evaluation. The four returned used company cartridges were microscopically evaluated. Three of the returned used company cartridges exhibited inadequate viscoelastic. Two of the cartridges did not have evidence of being fully seated in a handpiece. All four returned used company cartridges exhibited internal damage to the left side of the tip area. The cartridges were cleaned and dye stained for further evaluation. The cartridges met specification for the presence of top coat. All four returned used company cartridges exhibited disruption to the coating on the left side of the tip. Two of the returned unopened company cartridges were evaluated. The returned unopened company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The two unopened company cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Three videos and two photos were provided in a link. The powerpoint page indicated three file numbers. It is not clear which video corresponds to each file. All three reviews will be placed in the indicated files. The provided videos did not show the lens or company cartridge preparation. Two deliveries were shown and one video was only of an implanted lens. All three lenses had linear material observed on the posterior surface of the optic. The material was removed and the lenses remained implanted. The lens model/diopter related to this complaint and the viscoelastic used was not provided. It cannot be determined if a qualified combination was used. The root cause for the reported material on the iol could not be determined. Based on review of the returned used company cartridges and the provided videos the material may be coating from the damaged company cartridge tip. All four returned used company cartridges exhibited internal damage to the left side of the tip area. All four returned used company cartridges exhibited disruption to the coating on the left side of the tip. The cartridges were cleaned and dye stained for further evaluation. The used company cartridges met specification for the presence of top coat. Three of the used company cartridges did not appears to have been adequately filled with viscoelastic. Two the used company cartridges did not have evidence of proper seating in a handpiece. The lens/model diopter and viscoelastic used were not provided. It cannot be determined if a qualified combination was used. The company cartridge instructions for use instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The company handpiece IFU instructs to slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Two of the unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted per the IFU with the unopened samples with acceptable results. No foreign material or lens or cartridge damage was observed after the functional testing. The manufacturer internal reference number is: (B)(4).